Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The control unit was sticky due to water leakage and there was fluid invasion noted in the body control unit. In addition to the connecting tube having coating peeling (1mm or more), additional evaluation findings are as follows: the adhesive on the bending section cover had a chip, the bending angle in up direction did not meet the standard value, the channel tube was crushed and the tube cleaning brush could not be inserted, the image guide protector had a scratch, the control unit was damaged and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using an airway mobilescope, there were air/water leakages. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.